Event description:
On (B)(6) 2024, the customer alleged to medela llc that her freestyle flex breast pump was having suction issues and the that the pump also shuts off after using it 6 to 8 minutes. Additionally, she alleged that she went to her doctor and was diagnosed with an infection and prescribed and antibiotic along with a cream.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including confirming no milk backup had occurred; verifying correct kit components were being used; verifying user was not washing or drying tubing on pump and washed according to our instructions for use; verifying breast shield fit; and inspecting the power supply for damage. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.